Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The surgeon opines that excessive shrinkage caused the recurrence. By doing so, the overlap disappears and recurrences can arise around the previous mesh.

Event description:
It was reported that a patient underwent an open repair of an epigastric hernia on (B)(6) 2010 and mesh was used. The patient was discharged on (B)(6) 2010. The patient experienced a recurrent hernia on (B)(6) 2010. The patient underwent a second procedure on (B)(6) 2010 during which a laparoscopic incisional hernia repair was done with physiomesh once the existing mesh was explanted. Patient was re-evaluated on (B)(6) 2011 and was doing well. Currently the patient has no pain and not currently taking any medication.